Event description:
This event has been reported to depuy acromed through legal proceedings. The device has not been returned. At this time, no further information is available. Therefore, the cause of the event cannot be determined.